Event description:
It was reported that the patient had experienced unknown issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with ipp pump and cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had surgical revision to remove the entire inflatable penile prosthesis due to deficient prosthesis sizing. No patient complications were reported.